Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the leadless implantable pulse generator (ipg) was deployed with ease; however, high pacing thresholds were noted. The patient experienced a drop in blood pressure and complained of chest pain. A pericardial effusion had occurred and was drained. The ipg was explanted and replaced with a transvenous ipg. No further patient complications have been reported as a result of this event.